Manufacturer narrative:
The device was received for evaluation. During functional testing, an attempt was made to start a flow on the device; however, the in-lab set could not be successfully loaded (tube loading issue). The downstream occlusion (dso) sensor was checked and a white, powdery substance was found. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported under-infusion could not be verified; however, a tube loading issue was identified. The cause of the tube loading issue was determined to be a defective dso block and dso board which would be replaced to resolve the event. Full release testing would be performed to ensure the device meets specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.